Event description:
It was reported that during sedation the endo ther, en had showed an error on the electrode and stopped working. The issue was found during a therapeutic procedure "breaking up stones in the urethra". There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: power switch light failed a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to deformation of the transducer socket and failed power switch light. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.